Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the problem was not resolved after replacing the extension so the issue was likely with the lead. During the procedure, the hcp had cut the extension to remove so it was destroyed. The patient felt the zapping sensation on one of the programs following the revision. The patient and the hcp had elected to try to change the extension to see if the issue would be resolved. Due to the patient's health, they did not want to do a more invasive surgery at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the extension was replaced on (B)(6) 2017. The hcp thought the problem was with the extension or the other implanted equipment, but the patient was still having the same problem with zapping and they lost their program. The patient's other program was still working. The hcp planned to meet with the patient to try and program around the possible problem with the lead. The patient was sick with several health problems including kidney failure and leukemia and would not likely tolerate a surgery to replace the lead.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient got zapped after a normal programming change. The patient had experienced zapping previously in 2005. On (B)(6) 2017, the patient's implantable neurostimulator (ins) programming was "tweaked" and the pulse width was changed. On (B)(6) 2017, the patient got zapped on their normal programming in group b. After the zap, the patient's therapy was not working. The patient changed to group a and they experienced surges if they touched their head or turned the wrong way. On (B)(6) 2017, the patient's wife shaved their head and during the shaving they were getting zapped. Therapy impedances were checked and found to be within normal limits for group a. Electrode impedances were measured to be within normal limits. When the patient placed their hand on their head, the patient experience a zap and impedances were measured to be 169 ohms on electrodes 2 and 3. The ins was programmed to 2- 3+ on group b. Group a was programmed using electrodes 2- 1+ and had impedances of 1537 ohms when the patient touched their head. The patient was currently experiencing the buzzing/zapping sensation when they turned their head, chewed, opened their mouth or turned left when on group a. The hcp was going to try using other electrodes to program the ins. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a future lead revision was anticipated.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3708660 lot# (B)(4) implanted: explanted: product type extension product ID 3389-40 lot# 0209282986 (B)(4) implanted: explanted: product type lead . If information is provided in the future, a supplemental report will be issued.